Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter. Use of the repositioning sheath and the 23 fr peel-away introducer .¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ impella rp with smartassist system with automated impella controller section: warnings and cautions. ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ impella rp system with automated impella controller & impella rp flex with smartassist system with automated impella controller instructions for use & clinical reference manual. Section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support, the groin access site was oozing with a hematoma. Manual pressure was held, a third mattress suture was placed, and femstop was applied with light pressure. The patient also had reoccurring ventricular tachycardia while on support. Survival outcome at explant noted the patient expired. Medical safety review of the event noted that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.